Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert via remote monitoring due to high out-of-range pace impedance measurements >2,500 ohms. The rv lead was revised with excellent results. This rv lead remains in service. No additional adverse patient effects were reported.